Manufacturer narrative:
Exact date unknown, event occurred two weeks post op, based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure and the patient was doing well postoperatively. The device remained implanted.